Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented after receiving an inappropriate shock while washing clothes. It was determined that the right ventricular (rv) lead was oversensing the wide complex ventricular tachycardia (vt) episode. The rv sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.